Manufacturer narrative:
PMA/510(k) #: exempt. Device code: leak ((B)(4)) is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that two ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was tested prior to an unspecified procedure. The test confirmed leakage at the hub of the catheter in each device. The devices did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Correction: age or date of birth, sex, weight. Additional information: concomitant medical products. Investigation: evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. Two open and unused 8.5fr mac-loc catheters, one in a locked and the other in an unlocked position, were returned for investigation. Both devices contained biological matter but no additional surface damage was noted. Tug and twist tests for catheter one revealed that the flare was secure, and leak testing was unable to confirm the presence of a leak. Upon removal of the connector cap, the suture string was found normal in the threads and the flare was observed to be in an undamaged condition. For catheter two, tug and twist tests revealed that the flare was secured but was free spinning. Leak testing was unable to confirm the presence of a leak in the device. Upon removal of the connector cap, the suture string was found to be wound in the threads and the catheter flare was observed to be in an undamaged condition. A visual examination of catheter two found that the number of threads visible on the cap exceeded what was detailed in the manufacturer¿s specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was conducted. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no relevant nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.